Manufacturer narrative:
Device has been received by service provider and is pending evaluation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "this admin set came back with a note saying there was "leaking at the filter site". I checked and it's leaking at the cassette. The cassette showed no physical damage or plastic pieces preventing the pump from connecting to the admin set properly." No patient was involved.